Event description:
Laparoscopic cholecystectomy - "the trocar had started to be inserted into the abdomen. When the trocar reached the rectus sheath a small piece of plastic on the cannula broke off. The surgeon was using a bladed obturator at the time. No-one noticed anything different about the trocar before its usage. The plastic piece that broke off was kept and has been submitted also. (B)(6) - clinical director - was the surgeon using the trocar at the time." Patient status - "fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit and the broken off piece of the cannula were returned for evaluation. Upon inspection, engineering confirmed that the distal end of the cannula had a piece broken off and noted burns and melted areas on the tip of the cannula and on the broken piece. The damage to the cannula was likely caused by a combination of excessive force and high temperatures, originating from the inside of the cannula. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected for functionality and performance prior to packaging. The damage to the cannula appears to have been caused by a surgical device. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. This document represents our final report.